Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device would not turn on; the power supply was replaced. It was also noted that the stylus and cursor on the screen of the device were not aligning; the overlay/bezel assembly of the device was replaced, and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer would not turn on. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.